Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support. While on support, impella was malposition but not having alarms. The physician attempted to reposition and came back across the valve. At that point, the decision was made to escalate to axillary 5.5. There was no reported patient harm.

Manufacturer narrative:
The investigation of positioning issues has been completed. The product was not returned for review. The root cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.